Event description:
It was reported that pump displayed alarm 01 while customer was using cartridge and initial inspection did not show any cracks, with original cartridge available for return. There was no adverse impact to the customer¿s blood glucose level. Customer later called back and, with technical support guidance, loaded new cartridge, successfully resumed insulin delivery, provided cartridge lot number, and arrangement was made to return original cartridge.